Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During an unspecified clipping procedure, the physician used multiple cook instinct plus endoscopic clipping devices. It was reported that the device failed; clip fell off into patient. The device was received and one clip jaw was missing. The clip jaw remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an unspecified clipping procedure, the physician used multiple cook instinct plus endoscopic clipping devices. It was reported that the device failed; clip fell off into patient. The device was received and one clip jaw was missing. The clip jaw remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a fedex package. No lot number was returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the device in a coiled position and one clip jaw was missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing however the nitinol strips were still present. One stylet pin was missing and not returned. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation and the following was provided, "through visual evaluation it was identified that one of the jaws was missing from the tip assembly. Corresponding with the missing jaw, the associated stylet wire was also missing from the tip assembly. The cath attach and housing remained engaged with each other. No other anomalies were identified. Functional evaluation of the device can be performed on the remaining jaw. The handle was actuated and the jaw opened up fully. The handle was retracted, and the jaw was pulled back in with no issues. As a secondary assessment the device was tested to see if it was capable of deploying. The handle was retracted fully and with no issues the tip deployed off from the drive wire. Based on the visual and functional evaluation of the device, it is concluded that the reported complaint that the jaw fell off is correct. Stylet wires are manually inserted and trimmed in process prior to inspection. At inspection the device tip must fit within a 0.1015" ring gauge and be visually inspected. The presence of stylet wires is critical to the structure and maintaining a rigid assembly. If stylet wires are missing or are too short the jaws can begin to move freely as the tip is opened and closed. No root cause can be established at this time." The lot number was not available and therefore a device history record review was not performed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "a review of the device history record was not conducted as the lot # for the device is unknown. The visual evaluation of the device confirmed the customer's complaint. Functional evaluation of the device was limited due to the condition of the returned device, however, all tested functions met specified criteria. The root cause of the failure could not be determined." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.